Manufacturer narrative:
(B)(4). Date sent: 1/29/2026. D4: batch #unk. D4: batch #unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Additional information was requested, and the following was obtained: all broken pieces have been retrieved. -there is no risk of remaining inside the body. No lot or batch number was provided; therefore, a device history could not be done. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition; therefore, it has been determined that no corrective and preventive action is required at this time. However, if the product is received at a later date, the investigation will be updated as applicable.

Event description:
It was reported that during an unknown procedure, part of the gold plastic part of the gst cartridge was chipped after firing. The device was fired on a previous staple line. The fragments were collected and discarded to complete the case. The device was used for interlobar formation. There was no effect on the patient. The cartridge color was green. Another device was used to complete the case. There were no adverse consequences to the patient. No additional information was provided.